Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the ups error requiring several attempts to boot the system. There was no patient injury or death reported.